Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported intima dissection occurred. The physician selected a unspecified mustang balloon catheter for use. When the device was advanced, the physician noted the balloon is difficult to introduce and rubs hard and rips the intima (dissection). No patient complications were reported.